Manufacturer narrative:
Patient information was requested; age, date of birth, gender, weight and height were provided.

Event description:
Customer reported the ventilator shut down on a patient during treatment. There was no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/09/2016. Conclusion / root cause: the cpu board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).